Event description:
A 64-year-old female patient with standard bone quality and a general health status described as "fit and well" underwent treatment with an adaptive ii standard plate. The initial implantation was performed on (B)(6) 2025. A substantial correction was achieved during the first procedure, and grafting was not performed, as bone quality was assessed as standard and grafting was not indicated. At the follow-up on (B)(6) 2025, all six proximal and distal screws were assessed as satisfactory, and the overall outcome was considered acceptable. Post-operative instructions specified "6 week pop. Mobilise as normal. Nothing different to normal". According to the information provided, the patient adhered to these instructions. Subsequently, the patient presented to clinic with pain. Plate failure was identified on (B)(6) 2025, and a revision procedure was performed on (B)(6) 2025. This was the only plate implanted, and the intended surgical outcome is reported as achieved. Plan is to remove the adaptive plate and replace with an medartis ag xl plate on (B)(6) 2026.

Manufacturer narrative:
Medartis ag received the article number and lotnumber on the date of this initial serious incident report. The manufacturer will locate and review the device history record to ensure the product was manufactured to its specification. According to surgical technique distal radius and distal ulna system 2.5, "some cases may require bone grafting between the proximal and the distal fragments, autologous bone is recommended. Insufficient bone grafting can increase the risk of breakage of the plate". No graft was used during the first surgery. The combination of non-use of the recommended bone graft and the resulting increased mechanical demands on the plate likely contributed to the fatigue-related failure. However, further investigation will be carried out on the returned product now that it has arrived at the manufacturer. Review of the x-rays confirms that there was no graft. The resulting mechanical demands on the plate likely contributed to the fatigue-related failure. Further investigation will be carried out on the returned product now that it has arrived at the manufacturer. Further information will be provided in the final report.

Manufacturer narrative:
Medartis ag received the article number and lotnumber on the date of this initial serious incident report. The device history record (DHR) for this batch was reviewed and the device appears to have been manufactured to its specification. Review of the x-rays confirms that there was no graft. According to surgical technique distal radius and distal ulna system 2.5, "some cases may require bone grafting between the proximal and the distal fragments, autologous bone is recommended. Insufficient bone grafting can increase the risk of breakage of the plate" (source: r_wrist-01030001_v6/2025-09; p.20). No graft was used during the first surgery. The combination of non-use of the recommended bone graft and the resulting increased mechanical demands on the plate likely contributed to the fatigue-related failure. The fragments of the broken plate were sent to medartis ag for analysis. Macro- and microscopic images were taken and the fracture analyzed. The fracture surface of the plate shows signs of both fatigue and forced fracture. The fracture surface near the top side of the plate has the typical appearance of a fatigue fracture, marked by very low surface roughness and no signs of plastic deformation. The fracture surface towards the down side of the plate shows a rougher surface with dimple-like structures and signs of plastic deformation typically for fractures due to mechanical overload (force fracture). The fracture surface further shows polished areas. This polishing is caused by the relative movement of the plate fragments with respect to one another and occurred after the final fracture. Osteosynthesis plates are designed for temporary load-bearing until the bone has healed. Appropriate immobilization of the osteotomy site (e.g. Splinting) and, depending on the level of correction, some cases may require bone grafting between the proximal and the distal fragments, autologous bone is recommended. If sufficient bony healing does not occur, the plate will remain under permanent load, which could result in fatigue fracture and subsequent failure of the plate.

Event description:
A 64-year-old female patient with standard bone quality and a general health status described as "fit and well" underwent treatment with an adaptive ii standard plate. The initial implantation was performed on (B)(6) 2025. A substantial correction was achieved during the first procedure, and grafting was not performed, as bone quality was assessed as standard and grafting was not indicated. At the follow-up on 16 december, all six proximal and distal screws were assessed as satisfactory, and the overall outcome was considered acceptable. Post-operative instructions specified "6 week pop. Mobilise as normal. Nothing different to normal". According to the information provided, the patient adhered to these instructions. Subsequently, the patient presented to clinic with pain. Plate failure was identified on (B)(6) 2025, and a revision procedure was performed on (B)(6) 2025. This was the only plate implanted, and the intended surgical outcome is reported as achieved. Plan is to remove the adaptive plate and replace with an medartis ag xl plate on (B)(6) 2026.